Event description:
As reported, approximately 1 year and 9 months post the initial left reverse total shoulder arthroplasty, the patient was revised due to infection. Everything was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.